Manufacturer narrative:
One oximetry catheter was returned for evaluation. The customer report of leakage was confirmed. Blood was visible at optical module connector as received. Leakage was detected between distal lumen and optical fiber lumen inside backform. No leakage or occlusion was observed in proximal and medial lumens. A cut down of the backform was performed for further evaluation, and a gap was observed inside the backform that could lead internal leakage. Extension tube was also found knotted at 6.5, 10, 13, 16, and 20 cm from optical module. No other visible damage/inconsistency was observed from the returned catheter. The lot number was not provided thus a device history record was not reviewed. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process 100% of the units go through a dry leak test.

Event description:
It was reported that during use of the oximetry catheter there was a small amount of blood leakage from around the optical module connector, followed by medication leakage. The catheter was used for an adult patient. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.